Event description:
It was reported the tip (about 1 mm) of the scope was missing after an airway inspection. It is unknown if the tip fell into the patient. The procedure was completed with the same device as the missing tip was not discovered until after the procedure. The patient underwent an additional bronchoscopy and a computerized tomography scan to attempt to find the missing tip and was then transferred to another hospital. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found device falling off due to loosening or detachment of parts joint area. Should additional relevant information become available, a supplemental report will be submitted. This report has been submitted by the importer under this MDR report number (B)(4).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the reported issue (missing tip) likely occurred during cleaning/disinfection by oer or manual cleaning because the subject device was repaired by a third-party agency. Therefore, it was determined that the bending section cover (a-rubber) glue peeled off the device more easily than an olympus product. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual: prohibition of improper repair and modification. This instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, a correction has been made to d8 from the initial medwatch. Olympus will continue to monitor field performance for this device.